Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was initially treated with fortum injection (2gm, once daily, intraperitoneal, discontinued after 4 days) for the event. Five days after the initial antibiotic treatment administration, the patient was treated with fortum (1gm, once daily, intraperitoneal, discontinued after 10 days) for the event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.